Event description:
It was reported that during patient use, when the patient circuit was changed, the ventilator would not pass calibration. Although the unit continued to ventilate, the patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The solenoid valve was replaced to resolve the reported issue. The ventilator was then returned to the user facility and placed back in service.